Manufacturer narrative:
The investigation of automated impella controller (aic - display issue has been completed. There were no log entries that could confirm the reported black screen. The user requested a shutdown at 09:47:55, but the shutdown request was not confirmed, which could indicate issues with the soft key/ rotary push button knob interface. Finally, at 10:12:55, the console auto-shutdown occurred due to the lack of user interface interaction, as per its design. The console was returned for investigation and was tested. There were no kbd communication errors reproduced even after performing 100 power cycles. The console was run with known-good pump and purge cassette for couple of hours, and no issues were observed. Additionally, the internal circuitry and cables of the console were examined, and everything appeared to be in good condition. Root cause: the cause of the kbd communication errors was not determined due to the inability to reproduce. The reported aic display issue was not confirmed via data logs and was not reproduced during testing.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the automated impella controller (aic) screen went black with no response to buttons. After shutting the device off and back on, the console was showing a normal screen. This issue was discovered during use. No patient harm was reported.